Event description:
It was reported that, "yesterday, the surgeon reduced anterior displated hip. Today, the surgeon operated on said hip and changed the rejuvenate neck and went from 0 to +8 head. The new adm poly implanted."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.